Event description:
The ventilator alarmed, the rn at the bedside had started hand bag ventilation. The settings on the ventilator at the time of the event were vt 1000 ml, rate set at 14, and 50 to 60% oxygen. The pts hr did increase slightly, but was placed on another ventilator without any problems. The pt has since been weaned off of ventilatory support.